Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens hd in the left eye. One-day postoperatively the lens orientation changed with resulting myopia and astigmatism. Preoperatively. The pt's bcva was 20/25+2 with an mrse of -0.75 + 0.25 x 120. Postoperatively, the bcva decreased to 20/40 with an mrse of -2.75 + 1.25 x 092. Approximately one month postoperatively, the lens was exchanged for a lower diopter crystalens (18.50 d). As of the visit in 2009, the pt's vision improved to -1.50 + 1.00 x 075 and the prognosis is good.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The explanted lens was returned to b&l, however the condition of the lens did not allow for testing to verify diopter power. Three lenses from the same manufacturing lot were pulled from retains and subjected to diopter and resolution verification. The results show the lenses were within specification and were correctly labeled as 20.50 d. Root cause: according to the physician, the root cause of the reported event was related to the pt's history of refactive surgery.